Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was flickering due to poor communication caused by failure of the connector. The cause of the faulty connector could not be identified. As to the connector breakage, the phenomenon can be prevented by reading the description from the instruction manual which states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was confirmed. Additionally, the investigation found a bad connector which required replacement. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd autoclavable camera head image was turning off sporadically. The issue was found during an unknown procedure, which was completed using a similar device. There were no reports of patient harm.